Event description:
A customer reported a cartridge alarm 20 but confirmed that there was no adverse impact on their blood glucose level. The customer had previously experienced similar alarms and decided to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for a replacement pump to be sent and provided instructions for storing the faulty pump and returning it within 10 days.